Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had order missing on the cabinet. A technical support specialist confirmed that messages were crossing from server, however orders were not present in the cabinet. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had order missing on the cabinet. The customer confirmed that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.